Manufacturer narrative:
Findings: unit received with blank display after battery insertion due to battery tube power connector not plugged in properly . Connected battery tube power connector and the unit powered on properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to blank display. Unit passed sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.